Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. The customer administered a bolus via the pump to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.